Event description:
The reporter's meter compared to the health care nurse (at work) resulted in 184 vs. 138 mg/dl. The reporter used alcohol to clean his meter and his control solution for testing was expired.